Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor had been inserted, the patient was already at the hospital for another issue and experienced diabetic ketoacidosis (dka). At an unspecified time of the event the cgm was reading 103 mg/dl and the blood glucose reading was 203 mg/dl. At the hospital they treated the patient with IV fluids and insulin. The patient recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.